Manufacturer narrative:
An event of thrombus on a disc near the pulmonary vein ridge was reported. Information from the field indicated that the patient had no hematological disorders predisposing to abnormal thrombus formation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.h6 health effect - impact code: code 4644 removed.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed, and it was noted that a 3mm thrombus was noted on the disc near the pulmonary vein ridge. Anticoagulant coumadin therapy was prescribed for 45 days, and patient will be reevaluated to determine if the clot is eliminated. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that thrombus was pea-sized, 2mm small, and round. There were no threads noted around the thrombus. The patient had been prescribed a regimen of coumadin post-procedure and the patient was compliant with their anti-coagulant medication. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient receive did not any treatment (medications) that could contribute to thrombus formation.

Event description:
It was reported by a physician for the clinical catalyst trial that there has been an increase in thrombosis events in amulet cases. It was stated that they are not consequential.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.